Event description:
It was reported that the tracheal tube cuff was leaking. The event did not prolong the hospital stay; there was no bleeding in excess; and surgical time was not extended. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)